Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced false pause due to loss of contact. It was further reported that the icm experienced low amplitude. The icm remains in use. No patient complications have been reported as a result of this event.